Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 444 mg/dl at the time of the incident. The customer's current blood glucose level was 567 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for high blood glucose level. The insulin pump will not be returned for the analysis and sensor will be returned for the analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Unable to confirm insertion and needle complaint due to customer return sensor no needle. Unable to performed or reproduce skin irritation in lab. (B)(4).